Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported gripper actuation issue was not confirmed, as the grippers functioned as intended with no gripper actuation issues observed. The reported grasping issue could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip nt instructions for use, states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use however, did not likely influence the event. The investigation was unable to determine a conclusive cause for the gripper actuation issue. The grasping issue; however, appears to be due to a combination of patient morphology/pathology (severely rotated heart, enlarged right and left atrium, and previous cardiac surgery) and procedural circumstances of poor echo conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported mitraclip procedure was performed to treat tricuspid regurgitation (mtr) with a tr grade of 4. The clip delivery system (cds) was advanced to the tricuspid valve, however due to poor echo conditions it was not possible to visualize the clip and grasp both leaflets. During the last grasping attempt, it was noted that the gripper arms did not come down properly. The clip was not implanted and the devices were removed. After removing the cds, it was confirmed the gripper arm did not work properly. The procedure was aborted, no clips were implanted. The tr remained at 4. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.